Event description:
On (B)(6) 2010 patient presented for surgery with history of prior fusion. The patient started having symptoms once again to include radiculitis and difficulty with ambulation and MRI of his lumbar spine revealed adjacent level disease secondary to his degenerative discs and prior fusion. Patient underwent removal of hardware at l4-5 using mdt instrumentation removal set and underwent laminectomy, l2, l3, l4 and l5, with l2 through l5 tlif using cd horizon legacy instrumentation, capstone interbody spacer with rhbmp-2/acs, allograft, autograft and mastergraft. Patient discharged to acute rehab at (B)(6) hospital on (B)(6) 2010 in stable condition. On (B)(6) 2010 patient was seen for follow up status post back surgery. Patient was still in a lot of pain. On (B)(6) 2010 patient underwent CT scan. Imaging interpreted as: ¿instrumentation projects expected location. There is some minimal lucency surrounding the left l2 pedicle screw which may reflect some degree of motion/loosening. On (B)(6) 2010 patient underwent CT scan. Imaging interpreted as: abnormal lucency seen surrounding the pedicle screw fixation at the l2 level as well as irregularity and lucency seen along the inferior end plate of l1 and superior end plate of l2. Findings were suspicious for possible early diskitis and periprosthetic loosening and infection. On (B)(6) 2010 patient presented at emergency room.¿ ¿family reported since the surgery, he has been having trouble walking. He has been limping in his right lower extremity. He has been dragging his leg. Intermittently he gets episodes where he gets hot and then gets cold, and the family has noticed that he is getting confused. This is all intermittent. Yesterday at around 4 o'clock he went to sleep and during the sleep he was mumbling a lot, and according to the family, this happens when he is in a lot of pain.¿ when they tried to wake him up, they noticed that patient was more confused and he was not able to verbalize properly things. The patient was not able to raise his hands, was not to move arms and could not speak, could not smile. Patient was brought to the emergency room for possible stroke. A stroke code was called at 7:30 and the patient was seen at 7:55 p.m." Patient was assessed by physician. Patient was lethargic. He was confused. It was difficult to make sense of his speech. He could not raise his hands, but his finger grip was 3/5. Patient was able to move his lower extremities. The patient had been running a low-grade fever since surgery off and on. He would be hot sometimes and then feel chills the next hour. On examination the patient's rectal temperature at the time of admission was 101.1 degrees f. The patient's blood pressure was 140/78, pulse 93 per minute, respiratory rate 30 per minute. Blood sugar was 106. On examination the patient was in moderate distress from pain. Head cat scan without contrast did not show any acute intracranial mass, mass effect, hemorrhage or infarct. The patient's glucose was 113, bun 17, creatinine 1.4, electrolytes within normal limits. Liver function tests were within normal limits. Magnesium 2.1. His arterial blood gas shows ph of 7.41, pco2 of 45.8 and po2 of 78 1 bicarb is 29. Spo2 95% at 36% fio2. His white count is elevated at 14~4, hemoglobin 11.1, hematocrit of 32.8, platelet count 393, differential count was normal except low lymphocytes at 19.8. Clinical picture is more suggestive of meningitis or seizures from infection, meningitis or possible drug interaction. The patient was admitted to the hospital for further treatment and observation. While in the hospital, patient symptoms included changes in mental status, intermittent fever and confusion and lethargy. Patient experienced some hot or cold sensation on and off, headache especially around the eyes. Some weakness in the right lower leg but able to move both lower legs and arms on his own in bed at the time. Differential diagnosis was: possible meningitis and encephalopathy, and possible cerebrovascular accident patient underwent lumbar puncture and fluid sent for gram 'stain, culture analysis, cell count, proteins, and meningitis panel. Patient was started on broad-spectrum antibiotics. Gram stain was negative. Patient underwent MRI of the brain was unremarkable and a CT of the abdomen and pelvis showed left kidney stones, otherwise unremarkable. MRI of the cervical spinal cervicothoracic and lumbar spine showed multiple level stenosis and there is extensive bone marrow edema in l1-l2. There are fluid collections around the l1-l2 and l2-l3 about 1.8 x 2.6-cm size collections compressing the cul-de-sac. There is also subcutaneous fluid collection about 1.7 x 1 x 8.s-cm size with a thin rim enhancement. Imaging interpreted as ¿encephalopathy with a headache, and worsening low back pain with paraspinal fluid collections from l2 to l4 with extensive bone marrow edema in li-l2. Patient symptoms (headaches, change in mental status, seizure like movements) also suspicious of (B)(6). Follow up for (B)(6) pcr of spinal fluid. On (B)(6) 2010 patient still in hospital for a spinal infection that went to the brain. He had prolonged course there with IV antibiotics. On (B)(6) 2010 patient seen for office visit. Patient complaining of a lot of pain 3 months post-op. Possible infectious encephalopathy and paraspinal fluid that apparently caused the infection. On (B)(6) 2010 patient underwent colonoscopy for personal history of precancerous lesion which was large benign villoglandular polyp of the cecum.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly the patient developed "serious injury including pain and physical limitations."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosed: degenerative disc disease; lumbar stenosis. He underwent the following procedures: decompression laminectomy for decompression of thecal sac and nerve roots, l2, l3, l4 and l5; removal of instrumentation at l4-5; arthrodesis, posterior interbody technique, l2-3, l3-4, l4-5; interbody space; allograft, putty, bone morphogenic protein and bone graft, posterior segmental instrumentation l2-5; arthrodesis, posterior lateral intertransverse process technique; fibrin glue; neurodiagnostic monitoring, intraoperative emg, ssep; intramuscular marcaine injection. No intra-operative complications were reported.